Event description:
It was reported that the patient presented to the hospital remotely for a follow up on (B)(6) 2023. During examination, it was noted that the right atrial (ra) lead was sensing noise. Programming changes were not performed. There were no adverse consequences to the patient.